Event description:
Physician reports a patient with seroma and rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Model: model lx 515. Facility name: hospital (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Physician reports a patient with seroma and rupture. The device has been explanted. This record relates to the right side.